Manufacturer narrative:
Event date: date of article publication pseudoaneurysm development after drugeluting balloon (deb) angioplasty of a venous femoropopliteal bypass graft annals of vascular surgery (2021) 72:e8 10.1016/j.avsg.2020.10.011. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature case report received describing a patient who had bilateral popliteal aneurysms of 18mm and 20mm in the left and right extremity respectively. The right popliteal aneurysm was suitable for a posterior repair and treated with aneurysm exclusion and a pol tetrafluorosethelene (pfte) interposition graft. The left side was unsuitable for posterior repair due to the extent of the thrombus and was therefore, treated with an in situ infragenicular veinous femporopopliteal bypass graft two months later. Twelve months po st left procedure re occlusion of the venous femoropopliteal bypass graft occurred which was treated with pulse spray, but severe stenosis in the entire length of the graft remained. Impact admiral drug eluting balloon (deb) and other non-medtronic debs were used to treat the stenosis. Four weeks post deb treatment, three saccular aneurysms in the mid to distal portion of vein graft. The most proximal and distal aneurysm measured 14mm and mid aneurysm measured 42mm. The bypass graft was relined with two non-medtronic grafts (8.50mm and 7 x 250mm).